Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution and blood is dried on the lens. There is no damage to either haptic. The optic is undamaged. The lens was cleaned with lphse for further assessment. There is no damage observed to the lens. The root cause for the complaint cannot be determined. The reported complaint was for "the leading haptic suddenly give way and ruptured posterior capsule". It is not specified what was meant by "suddenly gave way". There is no broken or bent haptic damage observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol poked the posterior capsule causing complication. The iol was removed and replaced with another iol in the same procedure. The patient condition was reported as recovered. Additional information was provided indicating that the leading haptic suddenly gave way and ruptured the posterior capsule. Additional information has been requested.